Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and made electrical/mechanical adjustment to correct reported problem. The fse replaced the high resolution stereo viewer (hrsv), but now there was a shadowy image. The fse determine the new hrsv was not working and replaced with a second hrsv. The system was tested and verified as ready for use. Isi has received both hrsvs to perform failure analysis (fa). Fa was able to reproduce the customer reported complaint on the first hrsv. The unit was installed onto a golden system where the hrsv did not display any image, totally black screen. Successfully replicating the reported complaint. Fa was not able to reproduce the customer reported complaint on the second hrsv. The second unit was installed onto the golden system where the unit functioned as expected (clear image displayed). The system ran through 10 power cycles, and no related errors/faults were triggered. The unit was found to be fully functional.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that the right eye viewer in the surgeon side console (ssc) has lines through the image. Tse confirmed no errors and no further information is available. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause based on findings from failure analysis may be attributed to electrician and fiberoptic defect pertaining to the high resolution stereo viewer (hrsv) monitor.